Event description:
The clinic reported that a laser vision correction patient had treatment on (B)(6)-2014 and presented with what appears to be an abrasion type pattern with some staining in left eye one month post treatment. Patient is complaining of blurry vision in left eye however, no loss of best corrected visual acuity (bcva) is being reported. On (B)(6)-2014 it was reported that the abrasion was confirmed and there was no surgical intervention required. However, the abrasion took more than a week (12 days) to resolved.

Manufacturer narrative:
(B)(4):the clinic is reporting this adverse event only and did not request or require field service or clinical support.all pertinent information available to abbott medical optics has been submitted. Placeholder.